Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a suspected pocket infection 9 days after implant as there was wound dehiscence and the patient complaint of fluid drainage. The patient was given antibiotics and taken to the operating room for wound revision. At the operation it was determined that there was no clear sign of infection or septic matter so the ins was re-implanted. No further complications anticipated.